Event description:
Integrator was in a peel pouch, along with an instrument, in a sterilization load. Sterilization was being done on a 270 degree-prevac cycle. Integrator leaked releasing ink/chemical into peel pouch; ink penetrated paper side of the peel pouch, thereby compromising the integrity of the package.instrument was reprocessed without incident.this type of failure creates the possibility of compromise of sterile package with risk of infection for patient.this is 9th in a series of such failures. 3m is aware of the problem.